Event description:
The customer received a questionable human chorionic gonadotropin, stat result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result was 10000 miu/ml with a data flag. With a 1:100 dilution, the result was 50204 miu/ml and was reported outside the laboratory. The patient was asked to return to the ER and was redrawn. The result from this sample was negative (0.500 miu/ml with a data flag). The original primary sample was then repeated and the result was negative (0.500 miu/ml with a data flag). The repeat result was believed to be correct as the patient was not pregnant. The patient was not adversely affected. The reagent lot number was 17927701 with an expiration date of 11/30/2015. The field service representative could not find a cause and was unable to replicate the issue. He checked the system integrity with performance testing. He observed marginal high results on the performance testing. The operator initiated qc and precision testing. All qc results were within specified ranges. All precision results were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, a likely root cause was contamination of the prewash station.